Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 133 mg/dl and 200 mg/dl at the time of the incident. Customer states that screen has scratches on insulin pump and makes it more difficult to see lettering on the buttons are a little worn mostly the up and down button and the battery life was no longer lasting as long it has diminished. Customer declined to troubleshoot. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with no button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime a33 and excessive no delivery test or verify charge/battery lasts less than expected anomaly and missing segments or partial display anomaly due to buttons not responding. Device received with minor scratched lcd window and cracked case display window corner. (B)(4).